Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after an occlusion alarm occurred, the customer changed out the cartridge, tubing and site. However, blood glucose (bg) level did not lower. The customer woke up the next day with an elevated bg level and was taken to the hospital. Upon arrival at the hospital, the customer's bg level was at 500 mg/dl. The customer was treated with intravenous fluids and an insulin drip and was to be admitted to the hospital. The contact stated that the customer is currently working with the healthcare provider to adjust pump settings. Multiple follow up attempts were made to obtain information regarding the customer's status. However, no additional information was provided.